Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 38 indicating consecutive stalled motor events, the device required multiple restarts, and a replacement was arranged while the existing unit was prepared for return. Symptoms included none, and blood glucose was not affected. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included review of device history and user-reported performance, confirmation of alert history, and coordination for device return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.